Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer experienced an elevated blood glucose (bg) level reaching 324-325 mg/dl and ketones; ketone value were not provided. No additional details were provided regarding the event.